Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per (B)(4). Corrected data: d4 unique identifier (UDI) number: previously reported as (B)(4) ; updated to (B)(4).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of pancreatic cancer. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and found evidence of sound abatement foam degradation/breakdown was not observed. The external inspection of the devices found no evidence of thermal or physical damage, the internal inspection of the dreamstation found evidence of insects in between the edges of the top and bottom enclosures along with the dirt/dust in the blower motor. Finding the dirt/dust contaminates in the blower motor is evidence that the contaminates were in the air path of the device and was a result of external contamination. It was observed no evidence of the sound abatement foam degradation. The logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop pancreatic cancer. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.